Event description:
The aqwire was used to place a seldinger introducer. Before placing the introducer he could not pull back the needle of the seldinger. So he removed both, the seldinger introducer and the wire. Thereby a 13m long part of the wire coating got loose and remained in the pt. The wire still remains in the pt, no further measurements are foreseen.